Manufacturer narrative:
(B)(4). According to the field, the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker exhibited more than six months remaining longevity. Three months earlier, the same remaining longevity was obtained. An internal technical service consultant was contacted regarding this issue and provided information that it is difficult to determine exact longevity. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that this device was explanted without any further allegations made against it from the field. No adverse patient effects were reported.